Manufacturer narrative:
Pump passed the active current measurement, and displacement test. Pump received with high sleep current due to connector resistance issue on electrical board . Unexpected low battery alarms due to the electrical board connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose was unknown. It was stated that the batteries run out fast every 2-3 days. The insulin pump will be returned for analysis.